Manufacturer narrative:
Compromised force sensor system alarmed during prime test at 4 pounds due to moisture damage on faulty force sensor system. The pump was received with scratched display window, cracked display window corner, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 24 mmol/l. The customer treated with the pump. The customer stated that they were able to rewind the pump. The customer pressed act and the pump did a few self-tests and alarmed compromised force sensor system alarm. The customer will be sent a replacement pump. The customer will return the pump for analysis.